Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged five days after the cardiac resynchronization therapy defibrillator (crt-d) system was implanted. R-wave amplitudes were measuring 1mv. The lead was repositioned successfully the following day, and remains in service. No additional adverse patient effects were reported.